Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
Signs/symptoms/diseases being reported: pain. Related to device is uncertain. Op site events - excessive knee pain, superficial wound infection. Treatment = levaquin. Resolution of event is resolved as of (B)(6) 2005.